Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device. The symptom of "nuisance air-in-line alarms" was unable to be reproduced during evaluation. The event history log did contain entries of air-in-line alarms. The lower sensor reading from the upstream sensor was found to be below specification. Also, internal evaluation of the unit found multiple cracks in the upstream assembly. These cracks are known to cause nuisance air-in-line alarms. The upstream sensor assembly was replaced.

Event description:
It was reported that a spectrum pump was giving nuisance air-in-line alarms. It was also reported that there was no patient injury.